Event description:
As reported by navilyst medical's distributor in (B)(6), while priming a fluid delivery set with saline, foreign matter/hair was noted within the drip chamber. The fluid delivery set was furnished in a navilyst medical convenience kit. The device was not used on a pt, and was returned to navilyst medical for eval.

Manufacturer narrative:
The reported fluid delivery set has been returned for eval. As this item is purchased by navilyst medical, we have forwarded the sample to our supplier, (B)(4), along with a supplier corrective action request (scar). Upon the completion of our investigation, a supplemental medwatch will be submitted. (B)(4).